Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence due to urethral atrophy. A surgical procedure was performed to remove the existing aus and place a new one in a different area of the urethra. No further patient complications were reported.